Event description:
A surgeon reported a blunt knife, indicated difficulty making the main incision for a cataract surgery. There was no patient harm and the procedure was completed. Additional information and product sample were requested for this case.

Manufacturer narrative:
This is one of three complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause; however, the blunt knife is believed to be a supplier issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).